Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in calibration during maintenance. The root cause could not be established as the system passed the calibration successful after repeating the initial preparation for calibration, but it can be assumed that the preparation was not fully correct. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Now we have a new g5 which fails the flow test neo, the customer has made pm but it has not helped. He has replace flow set but same error after, he has replace exp valve but same error. I have not made a case yet in ke2help but it is the same problem as in case (B)(4), now we have 2 customers with the same problem? The customer will send the log file to us. Please tell us what we can do to solve this problem. I create a case when I get the log file.